Manufacturer narrative:
Additional information sections: d9, h6, h10 explant was reported due to regurgitation. The investigation found that all three leaflets were torn. There was fibrous pannus ingrowth on the outflow surface of leaflet 3. No inflammation or significant calcifications were noted. Two of the three stent posts were deformed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies during functional inspection. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. Non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site. The fibrous pannus ingrowth noted on leaflet 3 had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, which could lead to leaflet tears and reduced durability. There was also evidence of two outwardly bent stent posts in association with the torn leaflets. An outward bent stent post may result in a localized increase in leaflet stress which may potentially contribute to the observed non-calcific leaflet tear. It is unknown whether the stent deformation occurred before or after the valve explant and the cause of the torn leaflets cannot be conclusively determined.

Manufacturer narrative:
The reported event of regurgitation and left ventricular dilation was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. If returned, investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2017, a 23mm trifecta gt valve was implanted with non-everting mattress suture technique using pledgets in the patient's aortic position. Severe regurgitation was confirmed in the echocardiogram obtained during an outpatient follow-up. Although there was no symptom on the patient, lvds dilatation was confirmed, also. The surgeon recommended a reoperation to the patient and the patient will discuss it with family. The patient is stable.